Event description:
Customer reported, the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input transformer, reseated fuses, and reseated the rtos computer board. System operates as intended.